Event description:
The caller reported that the insulin gauge displayed an amount different than expected, with the pump showing a static fill estimate of 140 units since the previous day. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on the issue, explaining that it can occur when there is a large variance in the pressures measured by the pump, and assured them that the fill estimate would eventually adjust and count down as normal. The caller acknowledged and understood the explanation.